Manufacturer narrative:
Retention testing:slide testing performed with in-house donor samples of various abo types using anti-a (monoclonal blend) gamma-clone, lot 104010-3. No unexpected positive reactivity was observed. All a1, a2, and ab samples exhibited +strong reactivity and all o and b samples were negative as expected.customer did not return product or patient sample for further investigation. Sample condition or user error cannot be ruled out as contributing to the event.

Event description:
Customer reported unexpected positive reactions (weak positive) when performing blood grouping tests with anti-a (murine monoclonal) gamma-clone, lot 104010-3 using slide testing. Repeat testing by tube method using the same reagent resulted negative.